Event description:
The user facility reported that during a transurethral resection of prostate, they noticed an arcing and sparking from the working element. The procedure was completed with a different, but similar device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for investigation. The hosp has been contacted for additional info without result. The cause of the user's experience cannot be determined at this time. However, if further significant info will become available at a later date, a supplemental report will follow. This report is being filed as an MDR in an abundance of caution.